Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1791ml, which indicates that the home patient (hp) drained 1791ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, which was an inappropriate bypass of the low drain volume alarm. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A labeling review for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.